Event description:
It was reported to philips that after five minutes of fluoroscopy, the system began resetting itself. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnostic procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. Philips remote service engineer (rse) confirm the reported problem. Rse noted that a similar issue in another case which was resolved by replacing the wired footswitch. During on-site troubleshooting to resolve the problem, the field service engineer (fse) worked with nss support and replaced the review module. After replacing review module, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure is completed by using the same system. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.